Event description:
A surgeon reports having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, or any identification traceable to the manufacturing documentation. Additional information was requested 05/22/2008 and 06/10/2008 by mail, fax and phone. A completed questionnaire was received.this report was mailed to FDA on: 06/18/2008.